Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increasing threshold and impedance. At the time of the device change out, the physician decided to prophylactically replace the lead. The physician was worried about a possible acute dislodgement, so he placed the chronic right ventricular lead into the atrial port of the new device. A new lead right ventricular was implanted, and the chronic right ventricular lead remains in use in the atrial port of the device. No patient complications have been reported as a result of this event.